Manufacturer narrative:
Update: (B)(4) 2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate the patient was revised because of a loose stem. The patient did suffer a femoral fracture between surgeries which was fixed on (B)(6) 2006 which competitor plate and cables. Records are available for further review. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation alleges that the patient suffers from pain, swelling, inflammation, infection, and damage to surrounding bone and tissue, multiple dislocations and lack of mobility.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.